Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 455 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that noise and oversensing was present on this right ventricular (rv) lead. Pacing impedances have increased slowly from 400 ohms over five years ago to now 600 ohms. Shock impedances increased from 50 ohms to 75 ohms. Sensing was stable but the threshold increased from 2.3 @ 0.3 ms to 2.8 v @ 0.3 ms. The noise could not be reproduced with isometrics. The patient was to be further evaluated in the near future. No adverse patient effects were reported. Resolution was requested and it was later reported that the patient discussed all options with their physician. Their ejection fraction was now 55% and it was decided that tachy therapy would be disabled but continue with biventricular pacing. Additional information was received that a revision procedure was later performed. The device, rv and left ventricular (lv) leads were explanted.